Event description:
It was reported by service report that the bed will not work and the lift was stuck in an elevated position. It is unk if there was pt involvement; however, no adverse consequences are reported.